Event description:
We received an allegation of questionable glucose results from three accu-chek inform ii meters: meter a with serial number (B)(6). Meter b with serial number (B)(6). Meter c with serial number (B)(6). On (B)(6) 2023, the result from meter a at 8:19 pm was >600 mg/dl. The result from meter c at 8:20 pm was 273 mg/dl. On (B)(6) 2023, the result from meter a at 7:33 am was 49 mg/dl. The result from meter a at 7:35 am was 159 mg/dl. On (B)(6) 2023, the result from meter a at 7:41 am was 537 mg/dl. The result from meter b at 7:43 am was 256 mg/dl. On (B)(6) 2023, the result from meter a at 4:41 pm was 53 mg/dl. The result from meter b at 4:42 pm was 116 mg/dl. On (B)(6) 2023, the result from meter a at 5:34 pm was 53 mg/dl. The result from meter c at 5:36 pm was 95 mg/dl.

Manufacturer narrative:
The test strips have been requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.